Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump shut off due to insufficient power. In addition, the customer reported they have issues pressing the down arrow on the pump touch screen. The touchscreen was working as intended at the time of the call. Customer reported blood glucose (bg) level was 330 (mg/dl). A correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was unable to be confirmed due to the another failure (usb pins damaged).